Event description:
It was reported that the lead dislodged.

Manufacturer narrative:
Analysis found that the helix could not be extended due to body fluid on the helix and on the distal coil. Electrical characteristics were found to be normal.

Manufacturer narrative:
The analysis of the lead confirmed the reported event. A visual inspection found insulation abrasion at 25.9 cm and 53.4 cm from connector pin. Blood was noted on the lead and distal coil. The etfe insulation of the is-1 proximal cable at 5.9 cm was also damaged. This could cause noise and inappropriate shocks. The damage found from the connector pin is consistent with insulation abrasion, friction to can. . Electrical tests were performed and revealed normal device characteristics.